Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a medtronic employee that the customer received emergency medical assistance due to low blood glucose in 2017 with unknown blood glucose levels at the time of the incident. The reporting party did not mention how the customer was treated. The customer experienced symptoms such as insulin shock. The customer was most likely wearing the insulin pump during the incident. The caller stated the insulin pump had over delivered. Troubleshooting was not completed as the customer account could not be located. The reporting party stated the customer received an email and a letter about a pump recall. It is unclear if the incident had been previously reported to medtronic. The insulin pump will not be returned for analysis.